Event description:
The distal cap of the ercp (endoscopic retrograde cholangiopancreatography) cap became dislodged when withdrawing the scope and the scope didn't have the cap attached at the end when withdrawn from the patient. The patient coughed/and excelled the distal cap after the procedure.